Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. Also, the insulin pump alarmed motor error during the basic occlusion test due to faulty force sensor resistor. No button error alarm and frozen screen noted during testing. The insulin pump passed displacement test, self-test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. The insulin pump had cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump received a button error alarm and was vibrating. It was also reported that display screen was frozen. Customer's blood glucose was 109 mg/dl. Troubleshooting was performed and caller was advised that insulin pump would need to be replaced.